Event description:
Boston scientific received information that this patient exhibited high shocking impedance measurements of greater than 125 ohms. The patient will be seen at a regularly scheduled appointment within 24 hours.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory upon external visual inspection it was noted there was a small dent in the case and body fluid contamination in the lead barrels and all seal plugs were intact. The df-set screw was cross threaded. All other set screws operate normally. The interrogated monitoring voltage was 3.094v. The battery status was at beginning of life (bol). The average power consumption was 32 watts. The remaining cell capacity was 1.23 amp hours. A review of the device memory noted there were fault codes present. The df- seal plug was removed. Visual inspection noted the set screw is stuck at the top of the connector block. When the screw was removed, there was evidence of cross threading. A review of the daily impedance log noted the shock impedance were varying between 73 the 120 ohms for the last year the device was implanted. The device was submitted for more electrical testing, and the device passed all of those tests.

Event description:
Additional information became available that another alert was found for high shocking impedances of greater than 125 ohms from this patients home monitoring system. No changes have been made, and there are no plans for intervention at this time. No adverse patient have been reported to date.

Manufacturer narrative:
Additional information was received that the device was checked the next day and was seen to be working appropriately. The patient will continue to be closely monitored. The device and lead remain implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.